Manufacturer narrative:
H10: additional manufacturer narrative: multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that this patient with an edwards 29mm perimount valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approx. 9 years and 8 months due to degeneration. The patient presented short of breath before the procedure. A 23mm sapien 3 valve was successfully implanted within the surgical edwards device using the transfemoral approach. Patient's outcome was noted as doing absolutely fine. No additional information has been provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an edwards perimount valve implanted in an unknown position underwent a valve-in-valve procedure after an implant duration of approx. 9 years and 8 months due to degeneration. A 23mm sapien 3 valve was implanted within the surgical edwards device. No other information was provided at the time of the reported event. No additional information was provided.